Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The physician alleged rv lead fracture, although it was not confirmed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed but the reported event of suspected lead fracture could not be confirmed. As received, a partial distal segment of the lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of the lead did not find any additional anomalies except for the damages found consistent with procedural damage. The cause of the reported event of oversensing noise was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.